Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2014, a patient of unknown age and gender underwent a PICC replacement post procedure, due to the luer of the PICC was partially detaching from the extension leg tubing. The PICC was removed and replaced with a "new" of the same device. The patient suffered no harm or injury due to the event. It was reported the disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.